Event description:
A report was received that a patient was unable to charge due to her ipg being too deep in the pocket. The patient's physician has recommended that a pocket revision procedure take place.